Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose was running high. The blood glucose reading was up to 431 mg/dl. The customer had treated with a bolus, but the bolus did not finish. The customer reported no symptoms. The drive support cap appeared normal and recessed. The customer found no air bubbles or leaks and insulin did exit with a manual prime. The insulin looked good and the insertion site was not sore or irritated. The infusion set was removed and the cannula was not bent. The date and time were correct. The bolus wizard and basal settings were programmed accurately. The bolus history did not display all entries. The insulin pump failed the high pressure test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The excessive no delivery alarm functioning properly. No unexpected clicking noise during testing. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. The insulin pump received with cracked reservoir tube lip, broken belt clip slot and minor scratched lcd window.